Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleged customer experienced several occlusion errors that continued to return. Caller reported customer began to experience elevated blood glucose levels of 200 mg/dl and 400 mg/dl; went to the hospital where she was treated with insulin IV and injections later on. Requested return of the alleged device for evaluation and replacement was provided.